Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported fluid intrusion, which in turn caused corrosion on the radio printed circuit board. The device was retired from service.

Event description:
It was reported that a wireless battery module suffered fluid intrusion. It was also reported that there was no patient injury.